Manufacturer narrative:
Monitor sn (B)(4) was returned for evaluation. Upon investigation, the monitor was resetting and unable to complete essential performance testing. The cause for the failure was a defective dsp on the ca board. The root cause for the defective component was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.